Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated in accordance with procedures recommended by zoll manufacturing corporation. Upon investigation, the monitor did not display a download code 203, however was unable to complete essential performance testing. The root cause for the failure was a broken solder connection of the c19 on the defib board pca. The root cause of the broken solder connection could not be positively identified. No adverse events occurred from the defective monitor. Electrode belt sn (B)(4) was returned for evaluation. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the defective belt. Manufacture dates: monitor sn (B)(4) - 3/20/2012. Electrode belt sn (B)(4) - 4/17/2019.

Event description:
During investigation of the electrode belt sn (B)(4) and monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt failed therapy electrode recognition test and the monitor failed incoming functionality testing.